Event description:
A health care provider (hcp) reported that the patient experienced severe bleeding during the deep brain stimulation (dbs) procedure. The patient now has difficulties with gait balance and epileptic seizures. The patient's caregiver thought the patient could benefit from medical hypnosis. No further patient complications were reported.